Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely root cause was an issue with the emitter because the issue was only occurring in em procedures and after replacing the emitter, the issue was resolved.

Event description:
A medtronic representative reported that, the navigation system is frequently freezing in the software and is running slow. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software logs have been received however the investigation has not been completed.

Manufacturer narrative:
The emitter was replaced on the system and resolved the reported issue. Evaluation of suspect emitter found that emitter will not navigate. When the emitter is connected, the cranial software shows red status and the navigation tab displays the error message, "axiem emitter memory error."